Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was the staple line complete? Was the cut line complete? Were the staple malformed ?

Event description:
It was reported that during an open appendectomy procedure, the initial firing across the neck of the appendix the stapler locked and would not release. The surgeon repeatedly pressed the release button, then had to physical pull the firing/locking triggers apart to open the jaws. An incomplete staple line formation resulted. The surgeon completed procedure by suturing over staple line. The surgeon sutured over staple line which added time to the procedure. There were no patient consequences.